Event description:
Pt admitted with shortness of breath, and some edema. During hospitalization, pt experienced some bradycardia and pacemaker did not function. Pt taken to surgery for removal and replacement of pacemaker. Pt underwent procedure without complications.